Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017, lot: 9356941, release to warehouse date: february 03, 2015, supplier: (B)(4), manufacturer: bettlach. No nonconformance reports (ncrs) were generated during production. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the guide sleeve was returned and received at us customer quality (cq). Upon visual inspection, the received guide sleeve was observed with scratches and stripped threads. It was missing the red alignment indicator epoxy which was investigated and does not require any additional investigation for this defect. No other issues were identified. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the alleged device interaction issue was confirmed due to the observed condition. Dimensional inspection: the internal diameter of the blade/screw guide sleeve was measured to be within the acceptable limits. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed: -blade/screw guide sleeve investigation conclusion the complaint condition is confirmed. The threads for the guide sleeve were damaged, which could have contributed to the complaint condition. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. The missing epoxy was investigated. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was successfully completed with a five minute delay. Patient status was good; there were no complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure for a proximal femur fracture procedure, the guide sleeve would not fit in the aiming arm. No further information was provided. This is report 1 of 2 for (B)(4).